Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip opened from approximately 20 degrees continuously to 120 degrees. Troubleshooting was performed and was successful. A second efaa was performed, but the issues continued to occur. Therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.